Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the ise tubing, sample syringe, wash syringe and buffer valve to resolve the issue. Age,weight and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) results including sodium (na), potassium (k) and chloride (cl) on their dxc 700 au chemistry analyzer. The customer repeated the sample on same analyzer and obtained results within reference range. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.